Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the inability to charge was not determined. The manufacturer representative stated that the cause of the frequent recharging was also unknown, but could possibly be due to a device fade. The manufacturer representative was to schedule a power on reset (por) charge in order to resolve the issue. It was noted that the issue had not been resolved yet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that a patient had called to say that she cannot recharge her battery. When the patient was asked the last time that she felt stimulation, she said two months ago. The patient said she lost track and got busy is why the patient was not charging. She also said that the battery was having to be charged more frequently than when she first got her device. The device was implanted 4 plus years ago. They are trying to work to set up a physician recharge to clear the device. No further complications were reported. No additional patient symptoms were reported.